Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter began ¿losing its effectiveness.¿ a 2.4mm jetstream® xc atherectomy catheter was selected to treat a 45cm superficial femoral artery occlusion. A 7french non-bsc sheath was placed and a non-bsc glidecath catheter and glidewire were used to cross. The glide wire was removed and exchanged for a long .014 non-bsc guide wire. The jetstream catheter was inserted over the .014 guide wire and ¿treatment initiated utilizing both min and max tip size.¿ the device was used for approximately 10 minutes at which point the device seemed to be ¿losing its effectiveness 2/3 of the way through occlusion.¿ another 2.4mm jetstream catheter was opened and the case was completed successfully with only a three minute delay due to prepping the new jetstream catheter. ¿post atherectomy pta was performed using a non-bsc 5x150 dcb and a 5x40 sterling for popliteal stenosis. Distal runoff was performed at conclusion of procedure showing good runoff.¿ no patient complications were reported and the patient's condition was reported as ¿stable,¿ discharged same day.